Event description:
Complainant reported that the catheter (beta-rail 3.5f delivery catheter) got caught on the guide catheter during removal, and the catheter and guide catheter had to be removed as one unit.